Event description:
Caller reported an issue with the pump time being incorrect. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor the situation, with instructions to follow up if the time discrepancy reoccurs.